Manufacturer narrative:
Corrected information: d2b, d4.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient was examined on (B)(6) 1996 and had a small cystocele. It was reported that she experienced stress incontinence. It was reported that and the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported the patient experienced an undisclosed adverse events following the procedure. No additional information was provided.